Event description:
The customer reported, "machine would not come up after multiple reboots and would not fluoro." The customer described a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.